Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-11704. It was reported (australia) the patient experienced a loss of therapy on the two drg leads. X-rays revealed a fracture on the lead at vertebral level t12. To address the issue, the physician explanted the two leads, and then implanted three new leads. Postoperatively, effective therapy was restored and the issue was resolved.